Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a loss of therapy and the patient stopped using the stimulator "because it stopped working and bugged my back and I didn't think it was doing anything, it was a year after it was put in, so 2013, so I stopped using it and I never charged it since and I just left it alone". The patient met with their healthcare professional (hcp) on the day of the report and the hcp was considering putting a new ins in. No further complications were reported.